Event description:
Note: this is one of five complaints that occurred during the same procedure. Ref MFR report #s 3005099803-2009-05720, 3005099803-2009-05721, 3005099803-2009-05723 and 3005099803-2009-05724 for the associated device info. It was reported to boston scientific corp that five resolution clip devices were used during an esophagogastroduodenoscopy procedure performed on (B)(6), 2009. (It was reported the pt is over 18 yrs old). According to the complainant, during the procedure the sheath detached from the blue grip. The outer sheath kept sliding down prohibiting the clip from fully opening to fit around the target tissue. Four additional clips were used with the same result. The case was completed by using a sixth resolution clip device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as okay.

Manufacturer narrative:
(B)(4) - failure to fully open. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).